Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11d25048 and h11d12038 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was not reported. Treatment information was not provided. The patient was recovering at the time of this report. Action taken with dianeal therapy was not reported. The nurse stated the event was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown; however the manufacture and 510k will be provided in the MDR. Although there are multiple product codes provided, the brand name remains unchanged and will also be provided in the MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.